Manufacturer narrative:
The technician found the side rail end tube is loose from the top bar due to missing ratchet rivets. The technician replaced the side rail ratchet rivets to resolve the issue.

Event description:
The technician alleged the side rail would not latch. Not pt impact.